Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) canada alleging her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages her diabetes with metformin pills (amount not specified). The patient continued to take her usual dose of medications. Sometime after the alleged issue began, the patient claims she felt symptoms of blurry vision and "weight loss." The patient denied receiving medical treatment. At the time of troubleshooting, the cca was informed the subject meter had been dropped on several occasions. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.